Manufacturer narrative:
Event description: as reported, during a laser ureteral lithotripsy, while an ngage nitinol stone extractor was being used to catch stones, the basket failed to open. The user changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing was missing and was not inside the white handle. A functional test determined the handle did not actuate basket formation. The basket sheath was severed near the distal tip of support sheath. The basket sheath was completely severed when attempting to actuate the handle during the investigation. The cannulated handle was bent. A review of the device history record found no non-conformances. A review of complaint history records shows one other complaint associated with the complaint device lot for a similar issue from a different customer. Although there were two complaints reported from the same lot for similar issues, the investigations determined the cause for the issues was damage to the basket sheaths of the devices. Devices are inspected for functionality and damage during manufacturing and quality control checks, indicating the damage occurred after manufacturing. It was determined there was not sufficient evidence to suspect other devices from the lot could be nonconforming. Because there were no non-conformances, adequate inspection activities have been established, and there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place." The returned device was found to have a basket that was closed and could not be opened. The basket sheath was severely damaged near the yellow support sheath, preventing the basket from functioning. It was also found that the handle was missing the white pett tubing inside the handle. Devices are frequently taken apart by the users after a failure to function, and it was assumed this was the cause for the missing pett tubing. Cook has concluded that a cause for the damaged basket sheath could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a laser ureteral lithotripsy, while an ngage nitinol stone extractor was being used to catch stones, the basket failed to open. The user changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.